Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 525mg/dl at the time of the incident. The customer reported that the customer had a few infusion sets that she has had trouble with and would like replacements. The customer stated that 4 of them had bent cannulas had horrible high blood glucose. The customer had 2 that got stuck inside the serter. The customer declines high troubleshooting. The customer had to change sets and give injection. The insulin pump will not be returned for analysis.